Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was high. The customer was not sure if the cause was related to the pump or the supplies. The customer declined the offer from tandem technical support to troubleshoot to determine a possible cause of the occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.